Event description:
Per patient - a few days ago her tubing got caught when she was getting in the car and her crono 5 pump sn (B)(4) fell on the ground and the casing came off of it and it errored though patient did not know the error. Patient switched to backup pump and is doing fine. No harm to patient. Patient getting a replacement pump tomorrow and will return the broken pump to us. No further information available. Reported to (B)(4) by: patient/caregiver. Dose or amount: remodulin 82ng/kg/min. Frequency: continuously. Route: intravenously. Dates of use: from unknown to ongoing. Diagnosis or reason for use: primary pulmonary hypertension.